Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a hardware low level failure during the self-test. They were able to clear the alarm and complete pump rewind. They also reported of a motor noise anomaly during rewinding. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor noise during testing. The motor was tested outside of the device and passed. However, hardware low level failure (variable info=3) confirmed in the pump history due broken trace on keypad assembly.